Event description:
It was reported that on (B)(6) 2013, approximately 2 years post stent implantation in the proximal left anterior descending coronary artery, the patient had an abnormal functional test (exercise test). On (B)(6) 2013, the patient was hospitalized. Percutaneous coronary intervention was performed to the proximal left anterior descending coronary artery and the event was noted to be resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of stenosis/restenosis is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.